Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. On (B)(6) 2025, intuitive surgical, inc. (Isi) received user facility report 5201770000-2025-8033 stating: the probe grasper forceps cable snapped while using it. It was removed from the field and replaced with a new one.